Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during dilatation in the distal circumflex artery for treatment of a 90% de novo stenosis, the balloon ruptured when inflated to 14 atmospheres. The dilatation catheter was withdrawn from the anatomy and a new 2.5x15 trek dilatation catheter was used to complete dilatation. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible in the guide wire lumen, contrast visible in the inflation lumen and contrast in the loosely-folded balloon, suggesting that the device was prepared for use, loaded onto a guide wire and pressurized during the procedure. A new indeflator was used in an attempt to pressurize the balloon and the analysis revealed that there was a longitudinal rupture in the balloon, 5 mm proximal to the distal balloon marker, confirming the reported complaint. There was also a longitudinal scratch extending distally from the rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous and moderately calcified, which likely contributed to the reported complaint. Scanning electron microscopy (sem) analysis indicated a longitudinal leak in a fold/crease with mechanical damage on the outer surface, leading to the leak and at the leak edges. The sem report determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. It is likely that the balloon interacted with the tortuous and calcified lesion, such that the balloon material became damaged (scratched) and ultimately ruptured upon inflation attempt. Based on the information provided and the analysis of the returned product, the reported incident appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot.